Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No accidental stick or adverse event was reported. The manufacturer requested return of suspect product for evaluation.